Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, letter on keyboard was not working and had issues with signing in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that letter c on keyboard not worked. The field service engineer (fse) replaced the faulty keyboard and performed acceptance testing. The system functioned as intended after the field service engineer repaired the device.